Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified regarding the foreign material on the bending section cover. Additionally, based on the results of the investigation a degradation problem was identified in regard to the corroded venting connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Date of event is unknown. Additional information will be provided if available.

Event description:
The customer returned the rhino-laryngo videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that it was found foreign material in the distal sheath, and the venting connector was corroded. There was no patient involvement.